Manufacturer narrative:
The glucose hk gen.3 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was a broken rinse tube and replaced it. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 8000 c702 module. Sample (B)(6), initial result was 642 mg/dl, and the repeat result on another cobas was 101 mg/dl. Sample (B)(6), initial result was 579 mg/dl, and the repeat result on another cobas was 88 mg/dl. The questionable results were not released to the patient and were repeated because they were questioned by the doctor as they did not match the patient's condition.